Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported advantage glucose result of 250 mg/dl, professional result of 130 mg/dl within 10 minutes. Reported a second, separate comparison of advantage glucose result of 280 mg/dl, professional result of 140 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.